Manufacturer narrative:
Control and calibration results were ok. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. No units of measure were provided. The sample initially resulted with an na value of 130, which repeated as 145. The na electrode lot number and expiration date were requested, but not provided.